Event description:
It was reported that the bd precisionglide¿ needle experienced a clogged needle. The following information was provided by the initial reporter: the nurse at the time of applying the bcg vaccine had difficulty with the needle, stating that it was obstructed and the liquid did not come out. She changed the needle, from the same batch informed in the complaint and gotten to apply the vaccine to the child. She also informs that she has more needles from the same batch, but she is unable to confirm whether all are with deviation, considering that the second needle used by the nurse worked.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 1/19/2022 h.6. Investigation: ten samples and photos received for investigation. Photos displayed a box of packaged samples, unable to confirm failure based on images. Physical samples were unused and in sealed packaging blisters. No damage or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution, each sample expelled the solution with normal flow. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time h3 other text : see h.10

Event description:
It was reported that the bd precisionglide¿ needle experienced a clogged needle. The following information was provided by the initial reporter: the nurse at the time of applying the bcg vaccine had difficulty with the needle, stating that it was obstructed and the liquid did not come out. She changed the needle, from the same batch informed in the complaint and gotten to apply the vaccine to the child. She also informs that she has more needles from the same batch, but she is unable to confirm whether all are with deviation, considering that the second needle used by the nurse worked.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.